Event description:
During an elective device replacement procedure, insulation damage was noted on the proximal portion of the lead. The lead was explanted. The patient's condition post-procedure was stable and will continue to be monitored.

Manufacturer narrative:
The reported field event of insulation abrasion was not confirmed in the laboratory. Visual examination did not find any abrasion on lead body insulation. Electrical testing did not find any indication of conductor fractures. All damages found on the two returned segments are consistent with those incurred during the explant procedure.